Manufacturer narrative:
Reporter's phone number was not provided. The actual device was returned for evaluation in pieces. Therefore, functional testing could not be performed on the device. Reliability engineering evaluated the device and determined that the loctite (adhesive) was worn from normal use over time. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the sagittal saw attachment device was making a lot of noise when attaching the saw device and then would not ¿go¿. During in-house engineering evaluation, it was determined that ocill-head was broken off inside the device, the stop sleeve was stuck inside the turning knob and the pin was pushed in on the positioning ring. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device evaluation result and the assignable root cause were corrected from confirmed to not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, a visual and functional assessment was performed on the device which found that the device was received in pieces and the pre-repair diagnostic assessment could not be fully completed. During repair, it was observed that the oscill-head broke off inside the bushing, the stop sleeve was stuck inside the turn-knob and the pin was pushed in on the positioning ring. It was determined that the loctite (adhesive) was worn from normal use over time. It was further determined that the issues were consistent with normal wear over time. Usage of device was inadvertently reported as reuse of a single use medical device. It has been updated to none to reflect the correct information. If additional information should become available, a supplemental medwatch will be submitted accordingly.